Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen will not hold calibration. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The re dispatched a field service engineer for service and repair. The investigation on going.

Manufacturer narrative:
The field service engineer (fse) confirmed that the touchscreen was damaged during the front bezel replacement. The touchscreen was replaced, and the device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.